Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. The customer advised that after powering their device off, intermittently the device would not power back on. In order to power the device back on, the batteries had to be removed and then reinstalled. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that the power issue was intermittent. Physio's failure analysis center recommended replacing the interface pcb assembly. Physio replaced the interface pcb assembly, and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed interface pcb assembly, and was unable to duplicate the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. The customer advised that after powering their device off, intermittently the device would not power back on. In order to power the device back on, the batteries had to be removed and then reinstalled. There was no patient use associated with the reported event.